Event description:
A cartridge change error was reported where the caller initially resolved the issue temporarily by holding down the cartridge, but later removed the o-ring from the pneumatic tap, which resolved issues with loading the cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller managed to load cartridges successfully but started experiencing cartridge 20 alarms. This issue occurred across different cartridges and supply lots since may 10, 2025, as observed by cts through daily occurrences of the cartridge alarm.